Event description:
Incident description: my daughter injured her elbow when her www.drivemedical.com crutches collapsed. The cheap plastic piece on the hand bar collapsed. School nurse tried to paper tape them back together. She is only (B)(6) (weight limit is 300 pounds), using them cautiously, but the pin holding them at the proper adjustment keeps slipping out randomly as she uses the crutches. (B)(6) is refusing to pick them up and unsure of how to get credit or replace with (B)(6). There is no "contact us" on the website. Totally cheap, unsafe design. Please file a complaint and safety report with the MFR. Incident location: school. Injury info: injury, seen by med professional. Retailer: (B)(6). Purchase date: (B)(6) 2014. Explanation: can't, no "contact us" on website. (B)(4). Report submitted date: 10/14/2014.